Event description:
It was reported that this left ventricular (lv) lead was suspected to be dislodged. Later on, x-rays were made the dislodgement was confirmed. The lead also presented high impedance and loss of capture. Therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.